Event description:
Baxter was contacted by a customer that reported solution leaked out of the patient line. The customer was unsure as to the cause the overprime. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was not available, therefore no evaluation could be performed. The problem was not confirmed and the cause was undetermined.